Event description:
Tubing appears to be mfg correctly and functions properly when the solution is allowed to flow using gravity; however, during the pt's dipyridamole stress test the IV solution dripped down the side of the drip chamber instead of down the middle. The nurse was forced to withdraw the dipyridamole from the IV minibag and administer the drug with a syringe in order to complete the pt's stress test. No harm to the pt.